Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. It should be noted that the perclose proglide instructions for use, states: use your other hand to deploy needles by pushing on the plunger assembly (in the direction marked #2) until you visually confirm that the collar of the plunger makes contact with the proximal end of the body. In this case the physician is aware of the mistake that contributed to the reported failure. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 6f sheath after a percutaneous coronary interventional procedure. Reportedly, when the plunger was pushed, the physician noted that the needles were not engaged properly with the cuffs. An additional proglide device was used to achieve hemostasis. The physician commented that the plunger may not have been pushed in completely, which could be the cause of the failure. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.